Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as redness around the 4 electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisone cream for the allergic reaction. Follow up indicated that the allergic reaction improved.